Manufacturer narrative:
E1 - initial reporter phone: (B)(4). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a temperature error. There is unknown patient involvement. No additional information was available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a defective mainboard. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.